Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had a burn on the C-cover and had white foreign material in the air/water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned C-cover was component failure. The most likely cause of the foreign material in the scope was unable to be determined.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.